Event description:
It was reported that the patient's ipg was being replaced. During the surgery system diagnostics recorded high impedances on the lead, when plugged into the new ipg, the physician decided to replace the lead to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092200.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092200.